Manufacturer narrative:
Approximate age of device ¿ 1 year, 11 months. The patient remains ongoing on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Although the reported low speed and pump stoppage events were confirmed based on the evaluation of the system controller log files, a correlation to the device and the reported event could not be conclusively determined as the device remains in use. The log files captured multiple low speed and pump stoppage events while the system was operating on the power module. However, based on thoratec's previous complaint experience, the captured events appear consistent with a potential driveline issue. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had recurrent pump stoppages that did not resolve after exchanging the system controller. The patient was reportedly asymptomatic during the events. The log files submitted to the manufacturer displayed low speed and low flow events, as well as intermittent pump stoppages indicative of a possible "short to shield" driveline fracture. On (B)(4) 2015, the manufacturer¿s technical services team performed phase interrupter/continuity tests and no broken wires were found. X-rays did not display any areas of concern. The external portion of the driveline was palpated and the patient performed body movements while tethered on a grounded power module patient cable and pump stoppages were unable to be reproduced. A possible internal driveline "short to shield" issue was suspected. The hospital requested a modified (ungrounded) power module patient cable for the patient¿s use. No further information was provided.